Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threads of the device have broken off, which would make it impossible to mate with the corresponding device. This renders the device inoperative. The device shows signs of extensive use. The clinical/medical investigation concluded that this case reports a broken tip of a lag screwdriver broke inside of the patient. Per subsequent e-mail, all pieces were retrieved from inside of the patient. Based on the limited information provided the root cause of the breakage could not be determined. According to the report, there was a delay of fewer than 30 minutes and the procedure was completed using a smith & nephew back up. Since it was reported the patient was not harmed, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during an internal fixation surgery, the tip of a lag screw driver broke inside the patient. There was a delay of fewer than 30 minutes and the procedure was finished using a smith & nephew back up. Patient was not harmed.